Event description:
Patient's left iliac artery measured greater than twenty millimeters in diameter. During the sizing of the graft the physician planned the placement of a main body extension distal to the left iliac leg graft. During the procedure, the main body extension was deployed into the iliac leg graft, overlapping the graft by one full stent body, internal iliac artery patency was observed was concluded with no endoleak viewed during the final angiogram.